Event description:
It was reported that o-ring seal around pump peeled off, possibly due to heat, causing touchscreen to separate from pump housing so customer could see inside pump and had difficulty interacting with and reading pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump while relying on mobile app to deliver insulin.